Event description:
Information received by medtronic indicated that insulin pump had a crack on the pump and it was no longer working. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged cosmetic damage at the battery side of case and exposure to moisture found on (B)(6) 2021. Coded for blank display but no mentions of blank display in customer notes. Received insulin pump with unresponsive keypad. Unable to perform displacement test, active current test, sleep current test, and self test due to unresponsive keypad. Unable to confirm alarms in insulin pump alarm history on event date due to unresponsive keypad. Successfully utilized thus to download history/trace files. No unexpected power loss alarms/alerts/anomalies noted in history file on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was cut open to perform visual inspection and found evidence of moisture damage on pcba 1, pcba 2, motor assembly, force sensor, vlith battery connector, harness assembly vibrator, and keypad flex connector. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), pillowing keypad overlay, and debris under window. Cosmetic damage confirmed at the battery side of case. Moisture damage confirmed on electronic assembly. Unresponsive keypad due to moisture damage on keypad flex connector. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.